Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at around 7atm when inflated for 20 seconds. The device was removed from the patient's body without any problem using the normal method and procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.